Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer visited the site and confirmed the camera settings were within optimal specifications, verified card handling, cleaned the optics and created a new reference image. The fe indicated that the optics were within specifications. Repairs have returned the instrument to expected operation. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4).

Event description:
The customer reported that they observed a false negative test interpretation on the ortho provue analyzer with a weak dat positive cord blood sample during testing. The customer reviewed the processed gel card and observed weak reactions. The cord sample reacted weakly positive in manual gel using the same lots of ge cards. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.